Manufacturer narrative:
The patient samples were collected in gold top serum separating tubes with a gel barrier and clot activator. Sample centrifugation information has not been supplied to date. The samples were pulled from the customer's automation line and no sample issues were detected at that time. Qc was performing within the customer's established ranges at the time of the event. System checks performed by the customer were within instrument specifications at the time of the event. The customer declined service. A definitive root cause for this event has not been determined to date based on the supplied information.

Event description:
A customer reported to beckman coulter inc. (Bec) of obtaining an erroneously low total beta human chorionic gonadotropin (access tbhcg) result of 0.53 miu/ml from access 2 immunoassay system for one patient. The result was reported out of the laboratory. Subsequent testing on the same and on a re-draw sample produced results far above the normal reference range. It is unknown if there were any effects to the patient or any changes in patient treatment in connection to this event.